Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a loss of prime issue. Troubleshooting indicated that one loss of prime warning had occurred with one cartridge; there was no indication that the issue was a recurring issue, however the patient insisted the pump be replaced. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. No alarms related to the complaint were observed in the available black box data. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).